Manufacturer narrative:
One device was returned for repair with complaint of error code 114. Review of service history could not be performed. During power up, the reported problem was verified by the presence of error code 114. The intermittent motor was identified as the cause of the issue. Replacing the motor corrected the problem. The device passed all functional tests after the repair.

Manufacturer narrative:
Device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an error code 114. There was unknown patient involvement and unknown patient harm/adverse event reported.